Manufacturer narrative:
Findings: unit received cracked/bleeding lcd glass. Unable to perform displacement test, self test, error test, off no power tests, operating currents, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to cracked and bleeding lcd glass. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly. Unit received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer sated that the device fell in a tub of water. The customer's blood glucose level was 199 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.